Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had stripped battery cap coin slot (p), broken battery tube threats, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump act button did not always respond. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had cracks in the casing, battery cap both ends and reservoir cracked and no delivery resulting in a site change. The insulin pump will not be returned for analysis.